Manufacturer narrative:
Additional information was added to h3, h4, and h6. H10: the actual device was not available; however, retained samples were evaluated. Visual inspection of the retained samples was performed and no issues were noted. Functional testing including gravity test and leak test were performed and no issues were noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) flow regulator sets would not flow. This issue was identified before use. There was no patient involvement. No additional information is available.